Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery. The customer's blood glucose level at the time of incident was 250mg/dl. The customer states their level has gone up to 461mg/dl. The customer was not able to troubleshoot at the time of call. The customer was advised to do a complete set change. The products are going returned per the customer's request. The customer is being sent out sets and reservoirs.